Event description:
It was reported that during a laparoscopic hernia repair procedure, at the very end of the sleeve of the trocar, it seems to be a defect/abnormality. The surgeon was concerned that a piece of plastic had broken off. A new trocar was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the tip of the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.